Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medication leaked past the black part of the plunger of the syringe, resulting in the loss of half of the medication. The issue happened to multiple nurses at different times over the last month. There was unknown patient involvement and unknown patient harm/adverse event reported.